Event description:
It was reported by service report that the brakes were not holding properly. No patient involvement or adverse consequently are reported.

Manufacturer narrative:
Results: brake gill (scorpion) plate kit.